Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a customer confirmed to technical support specialist (tss) that user was able to get the system back up and running on customer end. The sec mod server had been decommissioned earlier in the day, but user brought it back online, restarted services, and performed an additional reboot. After this, users were able to log in successfully, indicating the issue was resolved by the customer. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, all users experienced login issues across all pyxis stations and an error message appeared stating unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.